Manufacturer narrative:
The device was prepped as per IFU. The stent came off the balloon and the dislodgement occurred when entering the introducer. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A resolute integrity rx coronary drug eluting stent was attempted to be used. There were no issues noted to the device packaging. There were no issues noted when removing the device from the hoop. The device was inspected with no issues. Negative prep was not performed. The device was not kinked and restraightened during use. It was reported that damage occurred during insertion through the introducer. It was indicated that the stent detached while in the introducer. The detached portion of the device did not remain in the patient. It was stated that the stent was in the introducer and could be removed easily. No patient injury was reported.

Manufacturer narrative:
Product analysis summary: the stent was not present on the balloon. Crimp impressions were visible on the exposed balloon surface. The balloon folds remained intact. Deformation was evident to the dislodged stent with multiple stent struts raised and overlapping. It is unknown if the deformation was evident to the proximal or distal portion of the stent. Deformation was also visible to the distal tip. The inner lumen patency was verified with a 0.015 inch mandrel. No other damage was noted to the remainder of the device. If information is provided in the future, a supplemental report will be issued.